Event description:
Information was received indicating that a cadd solis hpca pump malfunctioned. The device displayed a cassette not attached alarm. There was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device yes, the customer?s reported problem was verified. Inspected the pump and performed functional tests, it failed downstream occlusion high pressure calibration. It also alarmed "cassette not attached properly" message during prime test. Further investigation and found that the downstream occlusion sensor was inoperabled and the root cause of the issue.problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a cadd solis hpca pump malfunctioned. The device displayed a cassette not attached alarm. There was no patient involved.